Event description:
A several year old curette was used in a procedure involving a pt undergoing a hip revision. The rep was present. It was not a j & j hip being revised. The doctor was taking cement out of the femur and while using the curette in the bone canal; the tip broke and got stuck in the canal. Surgery was delayed for 45 minutes to one hour and the tip was not retrieved. The instrument was discarded and the lot number was not recorded.